Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient came to clinic with unstable and painful hip. Xray review what appears to be a dissociated head from the stem. Stem was an accolade tmzf with a 40 -4 head. Cup image looks normal. Patient was scheduled for a revision hip surgery.

Manufacturer narrative:
An event regarding instability and disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. Crack/fracture and fretting on the trunnion of the stem resulting in loss of mobility and disassociation was confirmed by the photographs provided. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal head with lot code 077mpe with blood and tissue present. The mating section of the head appears dark in colour, however, based on the photographs provided, no conclusions can be drawn from the appearance of the head. Medical records received and evaluation: not performed as no information was provided for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient came to clinic with unstable and painful hip. Xray review what appears to be a dissociated head from the stem. Stem was an accolade tmzf with a 40 -4 head. Cup image looks normal. Patient was scheduled for a revision hip surgery.